Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) has been completed. As received, the monitor was resetting. Upon eval, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failure modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor sn (B)(4) and reported that the monitor was resetting.